Event description:
Diabetes educator and pt reported the infusion device did not properly provide a cartridge low (w1) or cartridge empty and performed a cartridge change. The infusion device history was reviewed, and no warning or error messages were recorded. No physiological effects were experienced, and he did not require treatment form a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. No malfunction of the pump could be observed. The customer never got an error or warning because he never had a cartridge-level at or below 20iu.